Manufacturer narrative:
The following devices were also listed in this report: trident 0° x3 insert 36mm ID; cat# 623-00-36e ; lot# unknown. 6.5 cancellous bone screw 30mm; cat# 2030-6530-1 ; lot# unknown. 2030-6520-1 6.5 cancellous bone screw 20mm ; cat# 2030-6520-1; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As per patient, he has been experiencing pain, collapsing and burning sensation in right hip since surgery.